Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implantable pump. The indication for use was spinal pain indications. The patient reported they keep on getting service code 156 (application restarting due to system error). The patient stated this started ¿probably a week to two weeks ago¿, they started seeing service code 156, but then stated ¿the thing where it stopped at 90% has been going on since like a week after I got the replacement¿. The patient stated their handset lags at 90% ¿for about 5 minutes¿. The patient mentioned they bolus 15 times a day, and ¿before I got the pump replaced in september, I never had problems¿ and inquired if they could use their handset from their old pump instead. While on the call, the patient was assisted in removing data from their handset. Prior to removing data, the patient's data was 86.02 kb. After clearing data, the patient declined connecting to the pump, as the patient did not need a bolus. The agent reviewed considerations and redirected the patient to call back if further assistance is needed. The patient called back the next day stating he was still having the same issue he called about yesterday. The patient stated it was taking 7 plus minutes to get the bolus. A request was sent to the repair department for a replacement handset due to the patient had done the clearing cache for the 90% lag concern and still has the same issue taking a very long time to get the bolus. Ruling out the handset.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.